Manufacturer narrative:
The occurrence of the reported event could be seen in the logs on the reported event date; however, the device functioned as intended during the investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ionic rf¿ generator functioned as expected throughout the investigation.

Event description:
It was reported that during an ablation procedure on (B)(6) 2024, the generator could not reach appropriate heating temperatures. As a result, the procedure was aborted.